Event description:
Patient, through other company representative, reported "subject to recall" and "ruptured". Healthcare professional, through patient later reported "rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.2., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient, through other company representative, reported "subject to recall" and "ruptured". This record is for the left side. The device has been explanted. It is unknown if the device will be returned.